Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose of 33.3 mmol/l. Customer¿s current blood glucose level was 7.9 mmol/l. The customer was treated with manual correction. Customer reports they feel okay to troubleshoot. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that the drive support cap was normal. The insulin pump will not be returned for analysis.